Manufacturer narrative:
The ventricular and peritoneal catheters of the returned kit were both patent and met requirements for the leakage test. The delta valve of the kit was not patent due to a hole that was observed on the outer silicone elastomer surface of the delta valve's proximal occluder. The missing silicone elastomer of the hole was observed in the interior of the valve on top of the proximal occluder. It is unk how or when the damage occurred. The damage led to the valve not meeting requirements for the leakage test. The siphon, reflux, preimplantation, and pressure-flow tests were precluded by the valve's non-patency. The instructions for use that accompanies the device states that the use of sharp instruments while handling the device can nick or cut the silicone elastomer. A review of the mfg records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the preimplantation test the shunt kit was found to be leaking. A new one was used for the procedure. It was also reported that there were no pt complications.